Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed that the normal impedance range for this lv lead is 200 ohms to 3000 ohms. The physician increased the out of range alert for this lv lead. This crt-d system remains in service. No adverse patient effects were reported.